Event description:
There was an error on the triad screen with beeps. The product had patient contact but no patient harm. Another ligasure was opened to complete the procedure. Manufacturer response for maryland ligasure, (brand not provided) (per site reporter): they will send return kit for evaluation.